Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who had an implantable neurostimulator for lumbar radiculopathy, degenerative disc disease and spinal pain. It was reported that the stimulation was not working as there was change in therapy and not as good in the paresthesia areas. Manufacturer representative was with patient and/or healthcare professional (hcp) and was able to do troubleshooting. Impedances were tested and showing >10k on some contacts 2, 3 and 13 being elevated with all combinations. It was reviewed that they could check the referenced electrodes individually. Rep reported that several programs involved contacts 2, 3 and 13 but that they would avoid those contacts to address the existing stimulation needs and the patient¿s request to expand coverage to the left ankle. The change in therapy was considered to be gradual and it started in (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2018-apr-06 reporting that the issues of stimulation not working and the change in therapy were successfully resolved by reprogramming. The cause of the impedance values was not determined. No further actions were taken regarding the impedances. No further complications were reported.